Event description:
(B)(4).

Manufacturer narrative:
Device labeling address the event of seroma as: for primary augmentation pts, seroma rate = 1.6%. Primary reconstructions pts = 1.0%. (Other complications). Swelling = 7.1%. There were no reported events of lymphoma/alcl for pts in the (B)(4) study included in the labeling for saline breast implants. The exact device info is unk, however, it does speak to a 168-330. An ongoing investigation will be carried out on this case. The medical safety team has determined that combined results of immune-chemical, histological and cytological analysis of specimens are scientifically acceptable criteria with which to diagnose alcl. There is limited info available for this case after the initial investigation and there is an unlikely chance that this info will be obtained. However, if there is additional info, such as device info, implanting physician or any labs related to, but not limited to any combined results of immune-chemical, histological and cytological analysis of specimens are scientifically acceptable criteria with which to diagnose alcl, the file will be reviewed and updated.

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).